Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the battery unit imploded when plugged in to the power supply. There was no patient involvement and no adverse events have been reported as a result of this malfunction. Due diligence is in process for this event; to date no further information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned item did not find it to exhibit any visual or functional damage. Functional testing of the device with a known working compatible device found that the connected device powered on and functioned as expected. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The lot number was unable to be recognized on the returned device. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.